Manufacturer narrative:
Occupation = non-healthcare professional (lab manager). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angiogram of the lower extremity via contralateral access, a flexor raabe guiding sheath separated at the hub. The (B)(6) year-old male patient had a history of severe peripheral artery disease. The physician was reportedly attempting to advance the device when the hub separated from the sheath. A clamp was used to hold the sheath and it was removed without incident. Another sheath was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary as reported, during an angiogram of the lower extremity via contralateral access, a flexor raabe guiding sheath separated at the hub. The 89 year-old male patient had a history of severe peripheral artery disease. The physician was reportedly attempting to advance the device when the hub separated from the sheath. A clamp was used to hold the sheath and it was removed without incident. Another sheath was used to complete the procedure. Investigation - evaluation reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control procedures and a visual inspection and dimensional verification of the device were conducted during the investigation. One flexor raabe guiding sheath was returned used and damaged. The visual inspection of the returned device confirmed that the hub was separated; no sheath material remained in the hub. The flare was deformed with a tear creating a hole in the flare. Two kinks were observed 6.5cm and 7.5cm from the base of the flare. Biomatter was present. The inner diameter of the connector cap measured within specification. Additionally, a document-based investigation evaluation was performed. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Reviews of quality control procedures and manufacturing instructions were also conducted, and no gaps were discovered. The available information provides objective evidence to support that the device was manufactured to specification. The device is packaged with instructions for use, which state, ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a previously closed CAPA determined that forced advancement through restrictive anatomies is a primary contributing factor to sheath hub separations. Based on the information provided and examination of the returned device, investigation has concluded that the device failure was likely caused by the patient¿s challenging anatomy related to a history of severe peripheral artery disease. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.